Manufacturer narrative:
The returned device was evaluated and a hole was found in the exposed portion of the soft cannula and fluid was seen exiting the hole. The cause and timing of the damage could not be conclusively determined. There were no other damages or defects on the device that would create a failure to deliver insulin. The downloaded data showed some timeouts but this did not stop the device from delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 278 mg/dl while wearing the pod on the abdomen for between 24 and 36 hours. As treatment, a new pod was applied.